Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) due to patient clearance buttons not functioning. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. Failure analysis confirmed and replicated the reported issue. The unit failed the test when it was tested on an in-house system as it was triggering 25745 error on bottom spar toggle button. There were also obvious signs of fluid intrusion around the spar toggle area. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the fluid intrusion around the spar toggle area. It can be resolved by replacing usm.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the system was displaying an arm clearance message and patient clearance joint would not allow the customer to adjust universal surgical manipulator (usm) 3. Logs indicate that the endoscope installed on usm 3 was installed on usm 4. Use of usm 3 was abandoned to complete the procedure. There was no reported injury.